Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened sample was returned for review. Only the strain relief and tubing were returned; the hub was not returned. Visual inspection confirmed breakage or detachment of the line. Possible root causes for the breakage were most likely related to an event within the user environment. Possibly hemostats or clamps were used on the hub connection as the IFU warns against. Another possible cause for the breakage could be related to an excessive force being applied to the catheter. There have been no other complaints regarding this issue with this lot number. Since the breakage was most likely the result of an event within the user environment, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been received at the manufacturing site. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The reporter indicated the peripherally inserted central catheter (PICC) line snapped at purple hub.